Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and there was one potential finding. However, without the sample returned; it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the findings identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "rupture is present in the distal connector despite having not subjected the catheter to extreme pressure or having administered contrast medium." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "rupture is present in the distal connector despite having not subjected the catheter to extreme pressure or having administered contrast medium." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".